Event description:
Boston scientific received information that this device provided inappropriate anti-tachycardia pacing (atp) and shock therapy as the rhythm ID was not matching. As a result, therapy was exhausted for this zone. The device was reprogrammed and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.